Manufacturer narrative:
Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted trangastric to the pancreas to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) pancreatic pseudocyst drainage procedure performed on (B)(6) 2024. During the procedure, the electrocautery did not puncture. It was noted that in the attempt to puncture, there was blanching of the tissue. Another of the same device was used to complete the procedure. There was no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) pancreatic pseudocyst drainage procedure performed on (B)(6) 2024. During the procedure, the electrocautery did not puncture. It was noted that in the attempt to puncture, there was blanching of the tissue. Another of the same device was used to complete the procedure. There was no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.